Event description:
The patient reported that their implantable neurostimulator (ins) site hurts, and feels pinched like a burning sensation. The patient also stated that they were having some problems with therapeutic effect. They noted that their trial worked very well for them, but their implant isn't as successful. They tried a couple different programs, but they were not successful. The patient mentioned that their implant isn't helping as much as they would like. The patient is wondering if they should try a new program. They reported that they underwent a scan at the airport recently. The patient was to follow up with their healthcare provider. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a healthcare professional (hcp). It was reported that at least one of the patient's programs started out working fairly well, but then it seemed to not work anymore for their symptoms. They also noted that their other programs were not helpful. They had their device implanted in (B)(6) and was traveling at the time of the report. They were wondering if anyone could reprogram the device. They were going to have a doctor in (B)(6) help them with paging a manufacturer representative (rep). On the same day, it was reported by the hcp that there were no impedance measurements taken. The patient stated to the hcp that the therapy wasn't working as expected and it never worked really well since the implant. The effects tapered off as their body got used to the stimulation. The hcp did not have access to a programmer at the time of the report.